Event description:
Ous MDR - the above mentioned product is being submitted for a clinical complaint due to the fact that the patient came to follow-up and we were absolutely unable to interrogate the device. Background: last fu on (B)(6) 2017: all parameters are normal. Battery voltage: 2.92v, 100%. Lead parameters are normal: ra imp 579, rv imp 507, ra threshold 1.0/0.4, rv threshold 0.5/0.4. Ap 6%, vp 5%. Next fu on (B)(6) 2018: we couldn't successfully interrogate the device and the patient was invited for an ICD replacement on (B)(6) 2018. We thought that there is a possibility of a problem with one of the electrodes, which may have caused a short-ciruit in the device. However, during ICD replacement the leads were thoroughly checked via both the psa and the new ICD and were working flawlessly. The ICD is being returned to biotronik for inspection and we kindly request your analysis.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 47 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.